Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel tortuousity was reported to be moderate with little calcification. The stent grafts were deployed without complications, and it was reported that the devices were delivered accurately and were well placed. No evidence of endoleak was reported at the conclusions of the procedure. The evening of the procedure, the patient became hypotensive, and the patient was returned to the operating room to determine the cause of bleeding. The left iliac artery was examined, and retroperitoneal bleeding was found. The decision was made to convert the patient to open surgical aneurysm repair. During the conversion procedure, the landing zones in the infrarenal neck and both iliac arteries were intact and the stent grafts were well-seated. The aneurysm was found to have ruptured. The patient did not tolerate the open procedure, and expired approximately 9 hours after stent graft implantation. The stent graft was discarded.